Event description:
It was reported that the patient presented to the hospital experiencing discomfort due to pocket stimulation. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low out-of-range pacing impedance resulting in polarity switch to unipolar configuration. Programming changes were made. The patient was in stable condition.